Event description:
(B)(6) incident where the power adapter pins separated from the power adapter when the pt was removing the hearing aid battery charger (B)(4) power adapter plug from the wall. No injury.

Manufacturer narrative:
This report was filed late because the incident was incorrectly classified as not MDR reportable. A retrospective review of complaints, however, identified this incident as MDR reportable. Investigation and conclusion: investigation determined the (B)(4) power adapter contact pin and case were broken. The male connector (welded connector) was separated from the rest of the (B)(4) power adapter. The root cause was determined to be pt misuse and no further action is necessary. The (B)(4) power supply adapter is not used in the united states.